Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 4 and error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that both issues began a week prior to contacting lfs. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported meter issues. According to the csr's documentation, as a result of the alleged meter issues the patient reportedly developed symptoms of shaking and sweating on the morning of (B)(6) 2012. The patient, however, denied receiving any form of treatment after the alleged meter issues occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time, the patient was using the correct testing procedure (per owner's booklet recommendation), the patient was using the correct test strips, and the test strip drew in the patient's blood sample completely. However, both alleged meter issues remain unresolved. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. No error messages were observed during testing. The primary complaints were not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the test strips passed testing with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.